Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient presented with subsequent episodes of non-sustained lead noise due to post-paced t-wave oversensing. Reprogramming changes were made. It was later reported that patient went to the ER after receiving a vibratory alert. Further information is not available at this time.

Event description:
It was reported that patient presented to hospital after receiving vibratory alert for non-sustained lead noise. Review of emgs, noted oversensing of myopotentials. Patient also reported tickling sensations in chest. Tickling was reproducible with rv pacing. Pacing lead impedance had also decreased. X-ray showed no obvious change in lead position. The device was reprogrammed and patient will be monitored with follow-up.